Event description:
The customer reported via phone call experiencing unexplained high blood glucose levels for 2 days. The customer stated that the insulin pump would not give her insulin via basal or bolus deliveries. The customer's blood glucose was over 600 mg/dl, which was treated with a manual injection. She complained of vomiting, difficulty breathing and nausea. The customer's most recent blood glucose was 297 mg/dl. The customer did not observe any leaks or air bubbles. She was advised to remove the reservoir, rewind, reinsert the reservoir, and run a manual prime with the current infusion set. She stated that insulin exited at the quick release. No bent infusion set cannula or blood at site was noted. She declined to check her settings. Upon troubleshooting, the insulin pump did not pass the high pressure test. The customer's husband stated that the customer was giving herself insulin during the high pressure test. The insulin pump alarmed but the customer requested replacement of the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on lcd window.